Event description:
During a coronary stent post dilatation procedure, the balloon became stuck in the stent. After some manipulation, the catheter was removed without incident. No pt injuries or complications were reported.